Manufacturer narrative:
An immucor employee visited the customer site on 17jul2017 to retrieve results from an archived disk, and the images of the test wells in question were visually negative. The immucor laboratory tested retention product on 24jul2017 which performed as expected.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpected negative antibody screen to an immucor employee when that employee happened to be visiting the customer site, when using capture-r ready-screen (3) with a galileo echo instrument. Testing happened on (B)(6)2017.